Event description:
It was reported that the caller experienced a discrepancy between the displayed pump time and the actual time, exceeding five minutes. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by cts in updating the pump time and advised to monitor the situation, with an understanding to follow up if the issue recurs.